Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 694958 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds and impedances were noted on the right atrial (ra) lead. A lead alert was also noted and possible lead fracture was suspected. The ra lead was reprogrammed and remain in use. No patient complications have been reported as a result of this event.